Event description:
The customer reported that the blade on tip of ligasure was bent outward. The procedure it was used in was a diagnostic laparoscopy. The device was received for investigation with the knife blade exposed.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found the device to be latched with the jaws held open by the knife, which is twisted inside the jaws, and the knife blade is exposed. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The customer is advised to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.